Event description:
Cleaning the ear canal a thread was pulled out. After the cleaning of the ear canal,the speech processor replaced, and no further sound was available. The external equipment is functioning correctly. Testing showed 3 electrode channels have high impedance, the rest of the electrode channels (9) had 2.1/2 kohm.